Event description:
The physician successfully closed an arteriotomy site with the starclose device. The patient returned 6 days following the procedure with a hematoma at the access site. The physician was performing another unspecified, surgical procedure and decided to evacuate the hematoma. About 200 cc's of fluid was removed. At last report, the patient was doing fine.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.